Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 560 mg/dl; with ketones identified as dangerous by healthcare provider. Cause was unknown. Customer treated themselves with a correction bolus via the pump. The customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.